Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: thoracoscopy with lung resection. According to the reporter: the blade did not retract when they tried to pull the blade back after being fired. There was unanticipated tissue loss. There was unanticipated blood loss of more than 500cc. There was an extension of or time by more than 30 minutes (one hour).